Event description:
It was reported that during a glenoid labrum surgery the ar-3638 anchor did not hold. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-3638 knotless fibertak serial/batch number (B)(6) was received for investigation. Visual evaluation found that the device arrived for evaluation without the suture and other components. More in depth visual evaluation found that the device's shaft and tip were bent. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.